Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected main printed circuit board assembly (pcba) for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly (pt 802). This issue will be internally investigated within carefusion.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) was on-site performing preventative maintenance (pm) when the reported issue was discovered. The fsr was able to duplicate the reported issue as the unit displayed transducer fault in the events log. The fsr replaced the suspect main printed circuit board assembly (pcba) and completed pm of the suspect device. The fsr reported the unit checks out to correct specifications. The suspect component was sent to the failure analysis laboratory for further evaluation. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays a constant transducer fault alarm. At this time, it is unknown whether there was any patient involvement associated with the event.